Event description:
Complainant alleged that the clinicians attempted to defibrillate a pt (age and gender unk) three times, while using electrodes with the device, but the unit failed to discharge. The clinicians then obtained another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A previous event also occurred with this device, and was reported on medwatch report number 1220908-1999-00552.